Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer reported they performed daily manual self tests. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. Once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.